Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for 7 months,1 day, underwent redo mitral valve replacement due to endocarditis resulting in a severe paravalvular mitral leak. Per medical records, the patient presented with recent strep viridans endocarditis with mitral valve infection resulting in periannular abscess and severe perivalvular leak. The patient completed antibiotics with no residual infection and subsequently underwent a redo mitral valve replacement with a 27mm 7300tfx mitral valve. The tee revealed good lv and rv function. The mitral valve functioned normally. There was no residual paravalvular leak and no other significant valvular abnormalities. The patient tolerated the procedure extremely well and was transferred back to her room in good condition. The patient was discharged home on pod# 8.

Manufacturer narrative:
This event is no longer reportable. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. The subject device is not available for evaluation, as patient presented with a recent history of strep viridans endocarditis. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for 7 months,1 day, underwent redo mitral valve replacement due to severe paravalvular mitral leak. The patient presented with a recent history of strep viridans endocarditis with mitral valve infection and periannular abscess. The patient completed antibiotics with no residual infection. A 27mm 7300tfx mitral valve was implanted in replacement. The tee revealed good lv and rv function. The mitral valve functioned normally. There was no residual paravalvular leak and no other significant valvular abnormalities. The patient tolerated the procedure extremely well and was transferred back to her room in good condition. The patient was discharged home on pod# 8. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.